Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527238m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred. Procedure was interrupted. No product complaint when the thermocool® smart touch® sf bi-directional navigation catheter was operated with lpv. A sudden decrease in blood pressure was confirmed by echography and drainage was performed. Drainage was performed in the catheter room and it was followed up in the intensive care unit. Currently, there have been no reports of thoracotomy. The physician commented that cardiac tamponade may have occurred during the thermocool® smart touch® sf bi-directional navigation catheter procedure (without ablation) with lpv. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2021. This adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was procedure related. Drainage was performed. The patient was followed up in intensive care unit (ICU). No pop was reported. The event occurred while the catheter was being manipulating. No error message was observed on the biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).